Event description:
I use a portable oxygen tank in a back pack. One cannot see the gauge in this position. There is no warning sound to tell one is out of oxygen. Back of oxygen frequently results in disorientation and inability to think clearly. A manufacturer's representative says there was a warning signal but "it scared people." Another representative, however, says it is just cheaper to manufacture without such a signal. Although a specific occurrence date is set out for purposes of this form, the problem has occurred frequently. The amount of oxygen used depends on the activity performed and thus the user cannot assess that use in any regular way. I and other users would request your assistance in correcting this problem. Dose or amount: personal oxygen station; frequency: constant; route: nasal. Dates of use: 2008. Diagnosis or reason for use; copd - emphysema.